Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0504435v, implanted: (B)(6) 2005, product type: lead; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) was turning on by itself. The patient reported that stimulation was on, and the ins 'on' status was confirmed with the patient programmer. Patient programmer battery use, and button use was reviewed. It was noted that the patient was able to turn off stimulation. The patient reported that regarding the circumstances that led to stimulation turning on by itself, "no making nothing simple when stand up start the battery working." It was noted that the patient "put the control in my site and put off." Follow-up was performed to determine what steps were taken to resolve the stimulation turning on by itself. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the circumstances that led to the stimulator turning on were they stay sit when stand up, the stimulator starting on. It was also reported that steps to resolve the stimulation turning on were that the patient put the control machine off but the stimulator was still on.